Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged time/date reset issue was duplicated. Review of black box data was unable to confirm the reported time/date reset issue. Total daily delivery history showed two records on (B)(6) 2014, showing that there was a time change from am to pm. Black box also showed that the time was changed from pm back to am one date prior to the complaint date. Black box also revealed that the user had multiple basal segment programs and as a result it was likely that the user was receiving incorrect basal deliveries due to the am/pm changes. Using the returned battery cap the pump powered up properly. No tactile issues were found with the buttons. A rewind/low/prime sequence and a 24-hour basal exercise were executed without incidences. Pump was disassembled prior to capturing delivery accuracy testing. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the internal clock issue, the battery compartment was found to have cracked below the grip pad. The display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced serious hypoglycemia due to a time/date reset issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 20 mg/dl with on associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.